Manufacturer narrative:
Review of device carton and pouch labeling shows that recommended guide wire size for use with device is 0.035". A 0.014" guide wire was utilized during the portion of this procedure when the incident occurred. IFU precautionary statements: "always use a guide wire (0.035") support for advancement and retrieval of system components." "If resistance is met during catheter withdrawal through the sheath, slightly advance the shaft into the introducer, slightly advance the pulling knob into the handle body and re-attempt to withdraw. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit." As evidenced by the flared introducer sheath, investigation shows excessive force likely applied when withdrawing balloon into introducer, resulting in balloon detachment.

Event description:
Treatment of a previously stented/fibrotic region of sfa/pop using 7fr 23cm sheath & .014" guide wire. Guide wire crossed region successfully, balloon inflated slowly to 5atm, distal region not fully inflated (likely due to fibrosis, etc.); then to 8atm for 3mins. Reduced to 2atm, particles captures, reduced balloon pressure further and moved device from area of lesion. Device encountered resistance & under fluoroscopy, physician noted distal tip of introducer sheath was flaring. He performed corrective procedures as described in IFU, but could still not draw device into sheath. The .014 wire replaced w/ .035", then sheath/pta removal reattempted, much resistance encountered near arteriotomy. Introducer finally released, but the balloon remained floating on the .035 guide wire, in main body of femoral artery. The 8fr sheath inserted and balloon was removed w/out incident with a 5mm gooseneck snare. Procedure completed after this incident. Final angiogram showed brisk flow in sfa/pop after treatment and no evidence of foreign body or distal embolization.